Event description:
The customer stated a blood glucose test was performed on a pt in the emergency room at approx. 8 am and the result was 189 mg/dl, a lab was taken 10 minutes later and the result was 31 mg/dl. The customer was treated with dextrose afer the lab result was confirmed. Controls were in range. A request was made for the return of the suspect device and replacement product was sent.